Event description:
Healthcare professional reported "history of seroma", "severe chest pain", "baker capsular contracture of the 3rd degree", "cartilage-like folded implant capsule was revealed that deformed the implant", "double capsule", "signs of an inflammatory reaction in surrounding tissues", and "single folds and linear convoluted areas". This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade 3.

Event description:
Healthcare professional reported left side "history of seroma", "severe chest pain", "capsular contracture baker grade iii", "cartilage-like folded implant capsule was revealed that deformed the implant", "double capsule", "signs of an inflammatory reaction in surrounding tissues", and "single folds and linear convoluted areas". Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Crease folding of implant: not observed. Chest pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.